Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
On 2021/09/27, olympus medical systems corp. (Omsc) was informed by a user facility that during an unspecified procedure using the subject device with usg-400,esg-400 and uhi-4, u504 error code was displayed after 20 cuttings. The probe was broken off into the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus¿s local distributor, but not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. According to the provided photo, it was confirmed that the probe had come off. The manufacturing record was reviewed and found no irregularities. It is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Contact with a surgical instrument: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error (error code: u504) occurred. 3. The probe broke when added load. Contact with non-insulated area of grasping section: 1. The intensively worn of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error (error code: u504) occurred. 5. The probe broke when added load. The above device handling has warned in the instruction manual.